Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that during follow-up the sensing decreased and there was no capture threshold. An x-ray examination found a lead dislodgment. The lead was repositioned but another follow-up showed still high ventricle capture threshold. X-ray examination showed again a lead dislodgment. The lead was explanted and replaced. The patient is fine after the event.

Manufacturer narrative:
(B)(4).